Manufacturer narrative:
Svc was dispatched to replace the cpu assembly. A report on field svc activity (sar) and a device checkout record (frc) will be forwarded to the complaint handling unit (chu) per standard operating procedure. The user has not reported any recurrence of the described event since the completion of the svc activity. The cpu will be evaluated once returned to the mfg location to confirm or deny the reported issue, and the results of this review will be forwarded to the chu for inclusion in complaint record.

Event description:
User reported that the device pulls to the right when the chair is idle. User stated that the movement is probably in the range of six (6) inches. No injury was reported. While no injury was reported as a result of this event, if this event were to recur, there is a potential to cause serious injury to the user.